Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: china. It is reported that there are 2 cases of suture packages that has an issue. There is either has an overage of threads and needles or there is a package that has a shortage of threads and needles. Two med watch reports filed for this incident include: 2916714-2016-00673, 2916714-2016-00671.

Manufacturer narrative:
Samples received: 5 unopened and 1 open pouches. Analysis and results: two complaints received from the same customer, one regarding multiply sutures in the pouch, and in the other pouch less sutures. No previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Received 5 closed samples and an open sample only with paper pack with two sutures. The closed samples received was checked and there are four sutures in each pack, according to the design when this batch was manufactured. There are no previous complaints concerning wrong quantity inside the package for this reference in the last 5 years. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.